Event description:
It was reported that scale marking of a bd luer-lok¿ tip syringe is misaligned. No patient impact reported. The following information was provided by the initial reporter, translated from german to english: in some syringes of the batch, the imprint of the scale is slanted. The dosing accuracy is therefore questionable. The syringes were discarded before use.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. It was observed that the printed scale was severely skewed and starting to corkscrew around the barrel. The skewed scale condition was non-conforming per product specification. A physical sample is required for a more in-depth evaluation. Potential root cause for the skewed scale defect is associated with the marking process. It happens most likely due to improper printing pad setup, or a timing issue on barrel infeed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1082570 is considered in compliance with our product specification requirements. Furthermore, a device history record review was completed for provided lot number 1082570. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that scale marking of a bd luer-lok¿ tip syringe is misaligned. No patient impact reported. The following information was provided by the initial reporter, translated from german to english: in some syringes of the batch, the imprint of the scale is slanted. The dosing accuracy is therefore questionable. The syringes were discarded before use.